Event description:
A caller reported an issue with their device displaying an incorrect time, with a discrepancy greater than five minutes. There was no adverse impact to the customer's blood glucose level. Technical support assisted the caller in updating the pump time and advised them to monitor the situation, with instructions to follow up if the issue recurred, which the caller understood and acknowledged.